Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. This was done as a result of inappropriate therapy and sensing. An invasive procedure was performed and the physician found an insulation break at the is-1 terminal as well as missing screws. A new sensing lead was implanted.